Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a 26mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position by transfemoral approach, the device preparation was performed without noticing any abnormality. During the procedure, the commander delivery system with crimped valve was advanced through the esheath+ with moderate push force but no problems occurred and the valve was deployed successfully. The used commander delivery system was retrieved through the esheath+ without issue or extra force. The introducer was inserted into the esheath+ to remove and when the consultant tried to pull the esheath+ out, resistance was met. More force was used and he could feel the hub coming away from the body of the esheath+. He could see the tubular splayed end of the esheath+ under the skin which was fanned out. The patient was stable with hemostasis maintained. Vascular support cut the skin further and gripped the part of the esheath+ separating from the hub with forceps and pulled to retrieve. The full esheath+ was removed with the hub separated. The non-edwards closure devices were still in place, these were tightened with minor oozing left. The patient was recovering well post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for system separation was confirmed through evaluation of the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event, however, a potential manufacturing nonconformance was identified based on prior escalations (pra/CAPA). A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''more force was used and he could feel the hub coming away from the body of the esheath+.the full esheath+ was removed with the hub separated''. Per evaluation of the provided imagery, the proximal flared end of the esheath+ shaft is separated from the sheath housing. The observed failure mode is similar to the previously identified failure in a pra, in which there was a failure of the compression fit between the sheath shaft and sheath housing. As identified in the pra, potential manufacturing issues may have contributed to the complaint event. During manufacturing of the sheath, if 1) the trim length of the sheath shaft proximal flare is excessive and 2) the interface between the proximal flare and the housing are inadequate, it could yield relatively lower tensile forces, making the shaft and housing susceptible toward separation. This would in turn lead to the inability to further advance the delivery system through the sheath. These factors were unable to be confirmed as contributing this complaint event as the device was unable to be returned. A CAPA was previously initiated to update manufacturing procedures relating to the trimming of the shaft and assembly of the shaft/housing components. As the complaint device was manufactured after implementation of corrective actions, an awareness communication was performed as a cautionary response. In addition, resistance during sheath removal were noted and device manipulation may have been applied, leading to the shaft to separate from the hub. As such, available information suggests that procedural factors (device manipulation) in addition to the unconfirmed manufacturing factors likely contributed to the reported event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no new corrective nor preventative action is required.